Event description:
It was reported from the us during an orthopedic surgery the impactor tip broke. While the surgeon was impacting the glenoid component, the middle part broke off. He switched to the secondary black tip impactor and was able to seat the glenoid without any issue or delay to surgery. Center piece fell into the surgical site, it was retrieved with a tonsil clamp, and disposed of. Stated by the agent: "the instrument unfortunately was discarded after surgery, but if you could envision the middle of it where the inserter clicks in, it essentially pushed a perfect circular ring out of the face of the impactor tip leaving a hole in the middle of it." The patient left the operating room in stable condition. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device not received for analysis. Eng eval completed by (B)(4) on 2020.06.05. Mfg date: 04/13/2019. Design-related issues: the design of this glenoid impactor/inserter has been in the field since 2011. Exactech is not aware of any complaint reports involving this glenoid impactor/inserters since its introduction. The design of this glenoid impactor/inserter has been made inactive, and the device has been replaced with the spider alpha impactor (cat #: 315-30-02/03/04). Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which has been in the field since 2013. This issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr the broken glenoid impactor/inserter reported in case (B)(4) was likely the result of a stress riser during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not returned for evaluation. At the time of this investigation, this appears to be an isolated incident. The device has been made inactive and replaced by the spider alpha impactors. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken center piece fell into the surgical site, it was retrieved but disposed of. An investigation was conducted; the broken glenoid impactor/inserter reported was likely the result of a stress riser during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed as the device was not returned for evaluation. At the time of this investigation, this appears to be an isolated incident. The device has been made inactive and replaced by the spider alpha impactors.